Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 20 in the mouth, the implant had not achieved osseo- integration in type ii bone. Clinician reports mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received was not manufactured by neodent.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 20 in the mouth, the implant had not achieved osseo- integration in type ii bone. Clinician reports mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).